Manufacturer narrative:
Concomitant medical products : (2) pri tubing; syringe tubing; 1000ml bag of sodium chloride; therapy date: (B)(6) 2015. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a new bag of d5ns was started on channel b at 2212 on (B)(6) 2015 to infuse as a primary at 50ml/hr. The patient was checked twice and an appropriate level of fluid was noted in the bag. At 0200 the pump alarmed for air in line, the tubing was noted to be dry and the 1 liter bag was empty. There was no patient harm or medical intervention. The pump and tubing were switched.

Manufacturer narrative:
The customer¿s report of an over infusion of d5ns was not confirmed. The pcu event log showed that on (B)(6) 2015 at 10:09 pm the pump module was selected and programmed for an infusion of dextrose 5% at 50 ml/hr. There was no evidence of a programming error. Testing and inspection of the returned infusion system (pc unit, pump module and IV set) identified no malfunctions and found the pump module to be infusing within specification. The root cause of the reported over infusion was not identified.